Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual assessment confirmed the tandem uni conv trl +4mm is damaged at the connection site, which would cause the device not to function as intended. The device shows significant signs of wear/usage. The clinical/medical team concluded, this complaint from the united states reports that the unipolar trial heads would not stay on the stem or broach trials. Reportedly, ¿the patient is fine, the procedure was finished using a change in the surgical technique¿. A different device had to be used to finished the procedure. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during total hip replacement the unipolar trial heads do not stay on the stem or broach trials. It was tried all 5 devices and the pop off non stop. A delay was reported of 10 minutes to 15 minutes. The procedure was finished using a change in the surgical technique. A different device has to be used to finished the procedure. The procedure was finished using 28 mm bipolar head.